Manufacturer narrative:
The history logs for this device showed the pad-pak was first installed on the 30th january 2012 and performed to specification up to the 25th january 2015. The device records multiple manual power ups mainly of 10 minutes duration between the (B)(6) 2015. A test pad-pak was inserted, the device passed a self-test and powered off with a warning memory full prompt. The device delivered test therapy successfully and delivered a test shock without fault. An acceptable measurement was recorded. Upon visual inspection a small amount of corrosion was found on the membrane tail. Investigation found the reported fault can be attributed to membrane failure with possible debris in the device due to corrosion. This debris may have the device to switch itself on. The fault could be not be replicated with subsequent removals and re-installations of the returned membrane.

Event description:
There was no patient involved in this event. Device switches on automatically.